Event description:
A nurse reported the vitrectomy adapter was stripped inside. Pt impact is unk. Additional information was obtained from the service report and indicated there was no pt impact but there was a delay in the case. There have been multiple attempts to retrieve additional information but none has been received to date.

Manufacturer narrative:
A company service representative examined the system. The locking pin for vitrectomy connector was not in correct position to lock the black housing. It was pushed in too far. The pin was repositioned and the representative confirmed the connector would not spin when attempting to connect a vitrectomy probe. Preventive maintenance was performed. The solenoid spacers were replaced and the air filters were cleaned as preventive measures. The system was then tested and met all product specifications. (B)(4).